Event description:
A caller reported a cartridge alarm 20 during the load process, and the issue recurred, preventing the successful loading of a cartridge and resuming insulin therapy. There was no adverse impact to the customer's blood glucose level since it did not exceed 500 mg/dl (27.7 mmol/l). Technical support resolved the issue by sending a replacement pump with updated software. The caller was advised to use multiple daily injections (mdi) as a backup therapy, instructed on proper storage and return of the problematic pump, and informed about the steps to take upon receiving the new pump. The caller understood and acknowledged these instructions.